Event description:
Customer reports screen went blank then alarmed the button, which occurred while entering her blood glucose level. Customer's most current blood glucose level is 338 mg/dl. Customer stated she had been experiencing high and low blood glucose. The discontinuation of the device was advised. Revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button error alarm or blank display. The insulin pump has intermittent button response due to moisture damage on keypad traces. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.